Manufacturer narrative:
As reported, approximately two months after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have embedded in the wall of the inferior vena cava making successful removal impossible. According to the medical records, the patient was originally high risk for deep vein thrombosis (dvt) as status post back surgery. The patient also had a history of varicose veins. The filter was successfully deployed during the index procedure and the patient tolerated the index procedure well and left recovery in stable condition. Per the patient profile form (ppf), the filter struts perforated outside of the ivc, the filter migrated, and the filter was tilted. The patient has undergone three attempts to remove the filter percutaneously. The first attempt was approximately one month post implantation, the second was approximately 2 months post implantation, and the third was approximately two years post implantation. Per the medical records, the filter was removed in its entirety during the third removal attempt and was intact. The patient tolerated the removal procedure well with no immediate complications. The patient also reports to be suffering from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, approximately two months after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have embedded in the wall of the inferior vena cava making successful removal impossible due to high risk for injury or death. The following additional information received per the patient profile form (ppf) indicates that the filter struts perforated outside of the ivc, the filter migrated and was tilted. The patient has undergone three attempts to remove the filter percutaneously. The first attempt was one month and four days post implantation, the second was a month and twenty five days post implantation, and the third was two years and twelve days post implantation. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. Although the ppf reports that the filter migrated, there is no mention on the medical records available that this occurred. Per the medical records, the filter was removed in its entirety during the third removal attempt and was intact. The patient tolerated the removal procedure well with no immediate complications. According to the medical records, the patient was originally high risk for deep vein thrombosis (dvt) as status post back surgery. The patient also had a history of varicose veins. The filter was successfully deployed during the index procedure and the patient tolerated the index procedure well and left recovery in stable condition. The following additional information received per the patient profile form (ppf) indicates approximately one month post index procedure the filter embedded in wall of the inferior vena cava (ivc).

Manufacturer narrative:
As reported by the legal brief, approximately two months after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have embedded in the wall of the inferior vena cava making successful removal impossible due to high risk for injury or death. The following additional information received per the patient profile form (ppf) indicates that the filter struts perforated outside of the ivc, the filter migrated and was tilted. The patient has undergone three attempts to remove the filter percutaneously. The first attempt was one month and four days post implantation, the second was a month and twenty five days post implantation, and the third was two years and twelve days post implantation. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. Although the ppf reports that the filter migrated, there is no mention on the medical records available that this occurred. Per the medical records, the filter was removed in its entirety during the third removal attempt and was intact. The patient tolerated the removal procedure well with no immediate complications. According to the medical records, the patient was originally high risk for deep vein thrombosis (dvt) as status post back surgery. The patient also had a history of varicose veins. The filter was successfully deployed during the index procedure and the patient tolerated the index procedure well and left recovery in stable condition. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported filter tilt, migration and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt, migration and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Mental anguish, stress and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00307 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, approximately two months after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have embedded in the wall of the inferior vena cava making successful removal impossible due to high risk for injury or death. The following additional information received per the patient profile form (ppf) indicates that the filter struts perforated outside of the ivc, the filter migrated and was tilted. The patient has undergone three attempts to remove the filter percutaneously. The first attempt was one month and four days post implantation, the second was a month and twenty five days post implantation, and the third was two years and twelve days post implantation. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. Although the ppf reports that the filter migrated, there is no mention on the medical records available that this occurred. Per the medical records, the filter was removed in its entirety during the third removal attempt and was intact. The patient tolerated the removal procedure well with no immediate complications. According to the medical records, the patient was originally high risk for deep vein thrombosis (dvt) as status post back surgery. The patient also had a history of varicose veins. The filter was successfully deployed during the index procedure and the patient tolerated the index procedure well and left recovery in stable condition.